Event description:
It was reported that approximately one (1) week ago, a journal article was retrieved from the archives of bone and joint surgery (2024) that reported a retrospective cohort study from spain. The purpose of the study was to compare the functional and radiological outcomes of the fragility subtrochanteric fractures treated with short versus long cephalomedullary nails. The study included 65 patients that underwent surgery with a cmn between january 2013 and december 2020 due to a subtrochanteric fracture. The study reported one patient displayed nail fracture postop. It was additionally noted that the accuracy of the initial reduction was acceptable. The patient showed complete fracture healing at the last follow-up visit (935 days postop). No further treatment or intervention was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name -(B)(6). G2: foreign - event occurred in spain g2: literature - alonso polo, m. B. , peix, c. , velasco, p. , marcos, s. , sobron, f. B. And cordero ampuero, j. (2024). Subtrochanteric fractures of the femur: may a short nail be a reliable option?. The archives of bone and joint surgery, 12(11), 798-804. Doi: 10.22038/abjs.2024.67182.3194 h6: proposed component code - mechanical (g04)- im nail attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event was confirmed through representative x-ray of nail breakage. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.